Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2016 a mitroflow valsalva conduit mvc032 and crown cna27 valve was implanted as part of the sure-avr trial. On (B)(6) 2017 a serious adverse event occurred. The patient had endocarditis. This was reported as the primary onset and the microorganism is unknown.

Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna27, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. According to the data filed in the registry, the patient had central leak 1+ at discharge. However, at follow up in 2018, 9 months after the event, zero central or paravalvular leak were identified. The patient's gradients were not provided. Based on the available information, and given that the valve remains implanted, there is no evidence of valve dysfunction. As the device was not explanted, no further investigation can be performed at this time. Based on the document review performed, no manufacturing deficits were identified. Given that the event occurred remote from the time of implant and there was no evidence of valve dysfunction in the patient's follow-up records, the event is unlikely to be related to the device and more likely to be related to the patient's clinical condition. However, as the device was not available for return, no device analysis could be performed and the root cause of the event ultimately cannot be determined.